Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an inaccurate delivery issue with the pump. The customer support agent conducted a mock bolus calculation with the reporter and it was noted that the pump was not calculating recommended bolus total correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015 device evaluation: the pump has been returned and evaluated by product analysis on 06/29/2015 with the following findings: on investigation, the alleged bolus calculation issue was not duplicated. Review of black box data did not find any atypical alarms in the alarm history. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Audio and normal bolus were delivered and recorded correctly. The pump¿s bolus calculation feature was performed using a blood glucose value and a carbohydrate value and they both matched the manually calculated bolus values.